Event description:
On (B)(6) 2016, the patient underwent a surgery to prepare for an arteriovenous shunt to treat renal failure. A gore® acuseal vascular graft (ech060040j/(B)(4)) was implanted in the patient¿s right forearm with anastomoses to radial artery and basilic vein. On (B)(6) 2018, it was revealed that the intimal layer of the gore® acuseal vascular graft had been partially delaminated. It was reported that delamination had occurred at a dialysis puncture site. Blood flow through the graft was maintained, so the physician elected to take a wait-and-watch approach to the delamination. On (B)(6) 2018, a follow-up endoluminal ultrasonography was performed, revealing a partial delamination of the gore® acuseal vascular graft had expanded. It was reported by the physician that delamination was created against blood flow, resulting in endoluminal thrombosis of the gore® acuseal vascular graft. On the same day, urokinase was administered to the patient and a bare-metal stent was implanted in the delaminated and thrombosed portion of the gore® acuseal vascular graft. The patient tolerated the reintervention procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® acuseal vascular graft instructions for use (IFU), complications which may occur in conjunction with the use of any vascular prosthesis include but are not limited to thrombosis and mechanical disruption or tearing of the graft.